Manufacturer narrative:
Initial reporter phone number: (B)(4).

Event description:
The customer reported the ventilator alarmed audible alarm failed. The customer reported there was no patient involvement.